Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) replaced the drawer control board on the auxiliary half-height drawer 2.1. The fse then initiated the final test using the hardware test application, which passed successfully. The customer subsequently cleared the hardware error. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed device not detected on bus. The customer attempted to recover the failed drawer, but it continued to show required maintenance. The customer also rebooted the device, but the issue persisted. In addition, shut down the station by unplugging the power cord from the back of the unit and waiting 2 to 5 minutes. After reconnecting the power and turning the station back on, they attempted another recovery, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.